Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address, serial number label, missing reservoir tube o ring, broken reservoir tube lip and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 800 mg/dl at the time of the incident. The customer also stated that the insulin pump had a damage. The insulin pump will be returned for the analysis.